Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 17.9 mmol/l. Troubleshooting was initiated for the button error alarm. The customer was programming a bolus when the numbers kept scrolling on their own; the button error occurred shortly afterward. The customer was able to clear the alarm by removing the battery but every time the up arrow key is touched the button causes the menu to scroll upward on its own. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with an intermittent buttons due to moisture damage on keypad traces. No button error alarms noted. No display ramping on its own anomaly was noted. The insulin pump was received with cracked case on the display window corners, minor scratches on lcd window and stained end cap sticker.